Event description:
This report addresses the connection issue during therapy. A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line, this situation occurred during fill 1 with a fill volume of 15ml. The technical service representative (tsr) assisted the home patient (hp) to check the lines for kinks, clamps, occlusions, pull down on lines at the hc door ,insure frangible was broken, flip heater bag over and apply pressure, resume fill and fill volume was increasing but not successfully. The hp became disconnected from the patient line. The tsr advised the hp to start over with all new supplies. The hp would start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed and cause was underemined